Event description:
Ous MDR - after an implantation period of about 34 months oversensing was reported via home monitoring. The patient was called in and the lead was explanted. Furthermore it was reported that the lead was inspected after explantation. A small cut in the insulation was observed, this cut was made during explantation. Just above the coil a dent in the insulation was observed. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and a mechanical inspection. The analysis revealed a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause of the artefacts mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.